Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and chronic electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Additionally, small signal amplitude r-wave measurements were observed. It was reported that the patient was very active and was working out at the time of the episode. The physician noted that this device was placed intermuscular at the time of implant. Technical services (ts) discussed potential causes and troubleshooting options. The root cause of the noise was felt to be related to pectoral noise. The sensing vector was reprogrammed and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. Additional information was received that this patient received an additional inappropriate shock in secondary vector due to very small signal. Two untreated events in primary occurred with noise that had the appearance of myopotential. Ts discussed extending smart change and movements to attempted to recreate the noise. This patient does not remember what they were doing at the time of the ias. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to bsc aware date from 04/04/2022 to 04/04/2023.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and chronic electrode exhibited oversensing of noise that resulted in delivery of an inappropriate shock. Additionally, small signal amplitude r-wave measurements were observed. It was reported that the patient was very active and was working out at the time of the episode. The physician noted that this device was placed intermuscular at the time of implant. Technical services (ts) discussed potential causes and troubleshooting options. The root cause of the noise was felt to be related to pectoral noise. The sensing vector was reprogrammed and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. Additional information was received that this patient received an additional inappropriate shock in secondary vector due to very small signal. Two untreated events in primary occurred with noise that had the appearance of myopotential. Ts discussed extending smart change and movements to attempted to recreate the noise. This patient does not remember what they were doing at the time of the ias. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.